Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was post-operatively experiencing diaphragmatic stimulation from the left ventricular (lv) lead. The electrophysiology nurse was unable to reprogram around the stimulation so the lead was programmed off. The lead was turned back on at a subsequent follow-up appointment with no stimulation observed. The stimulation had returned at the next follow-up, especially when the patient was lying on their left side. Several lv pacing configurations were tested but the physician was unable to find one without chest wall or phrenic nerve stimulation. Reprogramming was then performed to avoid lv pacing. The patient was seen at a subsequent follow-up still complaining of diaphragmatic stimulation in addition to feeling more tired and fatigued. Exertional dyspnea was also reported. The lead was programmed back on with no stimulation observed. Discussion of an lv lead revision will take place if the stimulation continues. The lead remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.